Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage on the electronic assembly. Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose below 18 mg/dl at the time of the incident. The customer passed out at school and a button error alarm was discovered on the pump,and all buttons have stopped working. It took 3 hours to bring up the customer's levels. The customer was given a glucagon shot to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.